Event description:
Addendum received (B)(6) 2011: additional information received in the adjudication notes. The death certificate lists the immediate cause of death as cardiac arrest due to respiratory failure/pneumonia.

Manufacturer narrative:
Information received from the (B)(6) study indicated that a patient went into cardiac arrest and died after having a coronary artery stent implanted. Past medical history included stable angina pectoris, (B)(6), smoking, depression, pcp pneumonia, and bilateral pneumothorax. The target lesion was the mid right coronary artery. The vessel diameter was 2.75mm and lesion length was 8mm. The lesion classification was type a. Pre-procedure stenosis was 95%. The lesion was pre-dilated with a firestar balloon. A cypher rx 2.75 x 13mm stent was deployed at 20atm in the lesion. The stent was post-dilated with a 3 x 10mm balloon at 23atm. Post-procedure stenosis was 0%. The patient was discharged the following day. The event was noted as not related to the stent. Approximately a year and 2 weeks post-procedure, the patient died. The cause of death was cardiac arrest. No further information was available. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Cardiac arrest and or myocardial infarction leading to death is a potential adverse event associated with coronary artery stenting. Based on the information provided it is not possible to establish a relationship between the device and the reported events, but review of the information suggests that the patient's extensive medical history most likely contributed to the patient's death. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
New information received in adjudication notes indicates death certificate lists the immediate cause of death as cardiac arrest due to respiratory failure/pneumonia. The event can no longer be attributed to our device and therefore no longer qualifies as a reportable event per FDA guidelines.

Manufacturer narrative:
A (B)(6) male from the (B)(4) study had cardiac arrest and expired approximately two years post implantation of a cypher stent. Past medical history included stable angina pectoris, (B)(6), smoking, depression, pcp pneumonia, and bilateral pneumothorax. The target lesion was the mid right coronary artery. The vessel diameter was 2.75mm and lesion length was 8mm. The lesion classification was type a. Pre-procedure stenosis was 95%. The lesion was pre-dilated with a firestar balloon. A cypher rx 2.75 x 13mm stent was deployed at 20atm in the lesion. The rated burst pressure indicated in the IFU is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. The stent was post-dilated with a 3 x 10mm balloon at 23atm. Post-procedure stenosis was 0%. The patient was discharged the following day. The event was noted as not related to the stent. Approximately a year and 2 weeks post-procedure, the patient died. The cause of death was cardiac arrest. No further information was available. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Cardiac arrest leading to death is a potential adverse event associated with coronary artery stenting. Based on the limited information available, it is not possible to determine if a relationship exists between the cypher stents and the patient's death. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Manufacturer narrative:
Please note the additional information received is in addition to those reported previously. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of stable angina pectoris, (B)(6), smoking, depression, pcp pneumonia, and bilateral pneumothorax. The target lesion was the mid right coronary artery. Vessel diameter was 2.75mm and lesion length was 8mm. Lesion classification was type a. Pre-procedure stenosis was 95%. The lesion was pre-dilated with a firestar balloon. A cypher rx 2.75 x 13mm stent was deployed at 20atm in the lesion. The stent was post-dilated with a 3 x 10mm balloon at 23atm. Post-procedure stenosis was 0%. The patient was discharged the following day. Addendum received (B)(6) 2011: approximately a year and 2 weeks post-procedure, the patient died. No further information is available.

Event description:
The report is from (B)(4) study. The patient was a (B)(6) male with a history of stable angina pectoris, (B)(6), smoking, depression, pcp pneumonia, and bilateral pneumothorax. The target lesion was the mid right coronary artery. Vessel diameter was 2.75mm and lesion length was 8mm. Lesion classification was type a. Pre-procedure stenosis was 95%. The lesion was pre-dilated with a firestar balloon. A cypher rx 2.75 x 13mm stent was deployed at 20atm in the lesion. The stent was post-dilated with a 3 x 10mm balloon at 23atm. Post-procedure stenosis was 0%. The patient was discharged the following day. Addendum received (B)(6) 2011: approximately a year and 2 weeks post-procedure, the patient died. No further information is available. Addendum received (B)(6) 2011: cause of death was cardiac arrest. The event was noted as not related to the cypher stent. Addendum received (B)(6) 2011: additional information received in the adjudication notes. The death certificate lists the immediate cause of death as cardiac arrest due to respiratory failure/pneumonia. Addendum received (B)(6) 2011: the committee does agree with the assessment of arc (spontaneous). As such a code for mi will be added to the file and processed accordingly.